Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited multiple episodes of oversensing resulting in inappropriate shocks. The patient was noted to have been lying on the beach at the time of the delivered inappropriate shocks. Device data was reviewed and determined there was noise, loss of capture and low amplitudes present in the treated episodes. The noise was able to be reproduced in all vectors during in clinic testing. Automatic testing was completed with the primary vector chosen as the best viable option with a recommendation of performing an x-ray. The therapy zone was then increased to 220-250 beats per minute. After further evaluation the electrode was suspected of being fractured and undersensing was observed. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited multiple episodes of oversensing resulting in inappropriate shocks. The patient was noted to have been lying on the beach at the time of the delivered inappropriate shocks. Device data was reviewed and determined there was noise, loss of capture and low amplitudes present in the treated episodes. The noise was able to be reproduced in all vectors during in clinic testing. Automatic testing was completed with the primary vector chosen as the best viable option with a recommendation of performing an x-ray. The therapy zone was then increased to 220-250 beats per minute. After further evaluation the electrode was suspected of being fractured and undersensing was observed. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited multiple episodes of oversensing resulting in inappropriate shocks. The patient was noted to have been lying on the beach at the time of the delivered inappropriate shocks. Device data was reviewed and determined there was noise, loss of capture and low amplitudes present in the treated episodes. The noise was able to be reproduced in all vectors during in clinic testing. Automatic testing was completed with the primary vector chosen as the best viable option with a recommendation of performing an x-ray. The therapy zone was then increased to 220-250 beats per minute. After further evaluation the electrode was suspected of being fractured and undersensing was observed. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.